Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced on-site by a field service technician. The alarm log was review and functional testing were performed and nothing unusual was noted. Visual inspection was performed and noted a swollen main battery. The cause of the swollen battery was undetermined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen main battery. No additional information is available.